Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the user returned the actual complaint device (batch1006c01, manufactured june 2010) for investigation. Evaluation identified missing segments in both dose numbers, and liquid ingress with a contributing factor of a cracked lcd cable. The liquid ingress resulted in rust, residue and corrosion throughout the pen's assemblies. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action, cracked lcd cable - a corrective action was implemented (B)(4). Corrective action, moisture/liquid ingress - a corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. (B)(4). The liquid that caused the malfunction is unknown. Therefore the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress.this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(6). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir display does not show anything. The humapen memoir was associated with product (B)(4) / lot 1006c01. The returned device was found to have missing segments in the display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2011 it was reported that the patient's humapen memoir display does not show anything. The humapen memoir was associated with product complaint (B)(4). The returned device was found to have missing segments in the display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4)-2011. Update (B)(4)-2011: additional information received (B)(4)-2011 via global product complaint database. Added device specific safety summary. Updated device medwatch area.